Event description:
It was reported that there was a malfunction resulting in a system shutdown during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. No patient information available after calls to customer (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.